Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) had an infection at the pd catheter (not a (B)(6) product) site. In an additional follow-up call, the patient¿s pd nurse confirmed that the patient has a pd catheter (not a (B)(6) product) exit site infection. The nurse also confirmed that the patient did not have peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotics. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".